Event description:
New information received noted that the event was discovered via remote transmission and the event date was on 13 nov 2024.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing. No changes or interventions were reported. The patient condition was not known.